Event description:
It was reported that during a lap gastric bypass with roux-en-y, the cartridge had been loaded improperly and when the device was fired to create the gastric pouch, the cartridge pushed forward and almost fell out of the stapler. The surgeon realized the problem before completely closing the firing handle and stopped, removed the stapler and cartridge, opened a new device, loaded another cartridge and finished creating the pouch. The portion of the staple line in question on the gastric remnant was excised by firing another reload which only formed half of the staple line and did not cut. Scissors were used to cut between the staples on this firing. A new device was opened and loaded with another cartridge and the excision was completed. The portion of the pouch in question was oversewn with vicryl and lapraty's were utilized. The gastrojejunostomy was completed as usual with an ecs25, checked with air via endoscope and found to be airtight. The procedure was delayed by about an hour.